Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Guang-dong lu, lin-bo zhao, zhen-yu jia, sheng liu; journal of neurointerventional surgery; 2023; 15:1229¿1233; micro-guidewire elec trocoagulation for the treatment of intracranial aneurysms that are inaccessible by microcatheterization: a case series and review of the literature; doi:10.1136/jnis-2022-019355 literature was reviewed regarding 'micro-guidewire electrocoagulation for the treatment of intracranial aneurysms that are inaccessible by microcatheterization: a case series and review of the literature'. The time frame of this study was 'january 2020 to may 2022'. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: 'solitaire stent detachment system, echelon-10 catheter'. No deaths occurred in the study population. Among patient adverse events included: an attempt to catheterize an aneurysm with an echelon 10 microcatheter but failed. A lacunar infarction of the brainstem without neurological deficits, a new infarction in the right basal ganglia area. No further information was provided pertaining to medtronic products.